Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 5ml ll had foreign matter the following information was provided by the initial reporter: customers complain multiple defective and contaminated bd syringes identified by their production operators during visual inspection of bd syringes prior to use for production. The following batches were identified to contain foreign particles/contamination: 1 ml bd syringe (lot: 3009800) found with measuring markings missing. 1 ml bd luer lock syringe (lot: 2208872) found with large gouge on the side of the syringe. 5 ml bd luer lock syringe (lot: 1350346) with gouge, foreign particles/contamination inside identified in multiple syringes. Case number: (B)(6). Https://bdxga.lightning.force.com/lightning/r/case/500q8000007zfyjiac/view pic : (B)(6) p(B)(6).

Event description:
Customers complain multiple defective and contaminated bd syringes identified by their production operators during visual inspection of bd syringes prior to use for production. The following batches were identified to contain foreign particles/contamination: 1 ml bd syringe (lot: 3009800) found with measuring markings missing. 1 ml bd luer lock syringe (lot: 2208872) found with large gouge on the side of the syringe. 5 ml bd luer lock syringe (lot: 1350346) with gouge, foreign particles/contamination inside identified in multiple syringes. Case number: (B)(4). Https://bdxga.lightning.force.com/lightning/r/case/500q8000007zfyjiac/view. Pic :[confidential]. P: registered nurse.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Due to no sample was returned, root cause could not be determined. Complain will be monitored and reopened if sample is returned. H3 other text : see h10 manufacture narrative.